Event description:
The customer reported the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was ordered for replacement. The system was temporarily repaired until the monitor is replaced. No further information is available.